Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found with one severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not release the clips. The use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient. The issue occurred while the surgeon attempted to clamp on the cystic duct/artery. The clip applier did not release the clip easily. The clip stayed in part of the jaws. The medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred on the first clip application and the customer attempted to use it a second time. The issue was resolved with a backup clip applier instrument.